Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the buttons on their device appeared to be inoperative and the only button that was functional was the on/off button. As a result, defibrillation therapy may not be available, if it were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface pcb assembly and device keypads to resolve the reported issue. Physio then completed other unrelated repairs and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and found that integrated circuit, designator u5, was shorted. This resulted in no response from any device button except for the power button.

Event description:
The customer contacted physio-control to report that the buttons on their device appeared to be inoperative and the only button that was functional was the on/off button. As a result, defibrillation therapy may not be available, if it were necessary. There was no patient use associated with the reported issue.